Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to an aci sales professional that a female patient underwent a coronary diagnostic catheterization procedure on (B)(6) 2010. Femoral artery in the right groin was accessed via a 6f sheath. The physician inserted the introducer sheath through both walls of the artery and pulled back until pulsatile blood was observed coming out of the sheath. The physician who is a trained user of the mynx, proceeded to use the device to close the femoral artery. Hemostasis was successfully achieved. The patient remained in the hospital for other unknown health issues. Later (exact date unknown) the patient was diagnosed with a pseudoaneurysm (psa). On (B)(6) 2010, the patient was given thrombin injection which successfully treated the psa. No further clinical sequelae was reported.